Event description:
User facility medwatch report received that states: "the stent (2.75x12) was advanced through the guideliner inner catheter. Advanced poorly (would not advance out of the guideliner catheter). The system was removed and the stent was deformed. Guideliner had to be removed with balloon inflated inside of it to remove any possible stent particles left behind. The other stent did not inflate properly, needed to be inflated twice to disengage from the balloon. What was the original intent of procedure? Percutaneous transluminal coronary angiography (ptca) with drug eluting stent placement. Device usage problem: device malfunction that is, the device did not do what it was supposed to do." Additional reported information indicates that the procedure was in the left anterior descending artery. Reportedly, the edge of the 2.75x12 xience v stent caught on the distal end of the non-abbott guide catheter extension and the stent dislodged from the delivery system inside of the non-abbott guide catheter extension. The stent delivery system balloon was inflated to retrieve the dislodged stent from inside the non-abbott guide catheter extension and the stent delivery system and the non-abbott guide catheter extension were removed from the patient anatomy. Reportedly, the stent was deformed; however, there was no stent fracture. A 2.5x08 xience v stent delivery system was advanced, an attempt was made deploy the stent; however, the stent did not fully deploy.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that the 2.75x12 xience v stent delivery system balloon was not used to retrieve the dislodged stent from inside the non-abbott guide catheter extension, a 2.5x12 trek balloon catheter was used to retrieve the dislodged stent.

Manufacturer narrative:
(B)(4). The balloon was re-inflated a second time and the stent was fully deployed and appeared well apposed to the artery wall. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided. The 2.5x08 xience v is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and stent dislodgement were confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.